Event description:
Boston scientific received information that there was a procedure performed to partially explant this lead for an unknown reason. No further information could be obtained regarding this lead issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory the lead was noted to be severed at 573 mm from the terminal pin. Several coils appeared to be fractured, only one piece of the fractured coil remains. Detailed analysis is still pending at this time. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments. The lead was severed at 573 millimeters. From the terminal pin. Several coils appeared to be fractured, only one piece of the fractured coil remains. Three of the four coil wires on the proximal side showed evidence that the wires fractured due to torsional overload most likely due to shear bands, while the fourth wire was cut.